Event description:
It was reported that this right ventricular (rv) lead exhibited an unknown product performance anomaly. A revision procedure was performed, this rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. This rv lead was returned to facility awaiting analysis.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.